Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, with a prismaflex m100 set, a leakage was observed from pre-blood pump line. Treatment was terminated and a new kit was used to continue with treatment. There was patient involvement but no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.